Event description:
It was reported that during a da vinci si surgical procedure, loose wires were observed on the pk dissecting forceps instrument. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cables to be broken. The broken pitch up cable caused the pitch down cable to be loose. The pitch up cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's pitch up cable, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.